Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 11500a aortic valve implanted for 2 years, and 10 months underwent a valve-in-valve procedure due to severe eccentric pvl. Attempted a pvl closure which was unsuccessful. The procedure was performed with a 23mm 9755rsl transcatheter valve but did not help fix the pvl.

Manufacturer narrative:
Updated sections: g3, g6, h6 component code, investigation findings, and investigation conclusions. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the information available, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.